Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of failure code 810:04 was confirmed during product evaluation. The assignable cause was an out of calibration air in line (ail) printed circuit board (pcb). The tubing channel was cleaned and the ail pcb recalibrated to correct the reported condition. This user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. During the product evaluation at baxter, it was discovered that failure code 810:04 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is currently unknown.